Manufacturer narrative:
Omit: a2305 - misassembled (1398), c20 - no findings available. Additional information: imdrf annex a,b,c,d and g codes.

Event description:
While bd clinical consultant was on-site conducting education as part of the customer's sms clinical visit entitlement, nursing assistant reported that she sees the door latch assembly pivot screw on the pump module door come loose. While she has been using her own screwdriver to tighten them, it was recommended that she provide devices with this issue to the biomedical department for evaluation and repair. There were no specific incidents or patient events reported. There are no devices to send into bd , and no further information will be provided by customer.

Event description:
While bd clinical consultant was on-site conducting education as part of the customer's sms clinical visit entitlement, nursing assistant reported that she sees the door latch assembly pivot screw on the pump module door come loose. While she has been using her own screwdriver to tighten them, it was recommended that she provide devices with this issue to the biomedical department for evaluation and repair. There were no specific incidents or patient events reported. There are no devices to send into bd , and no further information will be provided by customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.